Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned outside of the device. Viscoelastic is observed on the lens. No damage observed. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported issue cannot be determined. The initial report states "lens popped out after loading". The product is a preloaded delivery system and would not be "loaded by the end user. New information was provided that "the lens was inserted and immediately popped out this may indicate the lens was not fully delivered into the eye before retraction of the device. It is important to keep the wound guard securely against the eye and fully advance the plunger for proper lens delivery. No damage or problems were found with the returned lens or device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, the lens popped out after loading. There was patient contact, but no reported patient harm. Additional information was requested.